Event description:
The hospital reported an error that resulted in high co2 delivery during a case. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inspiratory check valve was replaced and o-ring cleaned to resolve the issue. No patient information provided to date after calls to customer (B)(6) 2021 and (B)(6) 2021. Unique identifier: (B)(4). Legal manufacturer: (B)(4).